Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
The customer reported that the touchscreen was not responding correctly on the lower portion and could not open settings. The customer evaluated the device and confirmed the reported issue. The philips technical support specialist was called. The user performing a touchscreen calibration. The customer successfully calibrated the touchscreen and the unit passed all required testing. The reported issue was resolved. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.